Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the pfa/af procedure, communication issues resulted in a procedural delay. The baseline measurement for electrode 2 was not functioning properly and it was taking a long time to collect the data. The amplifier, current generator, and dws were all restarted and reconnected, but the issue was not resolved. The catheter was then replaced, and the procedure was completed with no adverse consequences to the patient.